Event description:
It was reported the device bent during a surgical procedure. Numerous attempts were made by integra for additional information.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.